Event description:
The customer reported that the system failed to boot to a suable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system software and calibrations were evaluated and reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.